Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and far field r-wave (ffrw). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).